Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump alarmed prime during basic occlusion test due to slightly loose drive support disk. The insulin pump was received with missing end cap sticker, minor scratches on lcd window, cracked battery tube threads and belt clip slot.

Event description:
It was reported that the insulin pump alarmed, indicating a compromised force sensor system. The blood glucose reading was 290 mg/dl. The customer stated that he was unable to exit the "preparing to prime" loop. He was advised that during seating, the force sensor may not have detected the reservoir. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.